Event description:
On (B)(6) 2020, neotract was notified of a (B)(6) patient with a history of untreated prostatitis in 2019 and 50 cc prostate volume that underwent a successful prostatic urethra lift procedure on (B)(6) 2020. The patient was treated with antibiotics prior to the procedure. On (B)(6) 2020, the patient reported urinary discomfort and fever and received antibiotics. On (B)(6) 2020, the patient was admitted to the hospital for persistent symptoms. It was noted that the patient received broad spectrum antibiotics and IV hydration for sepsis. The patient was hospitalized for a total of four days and received a PICC line for ertapenem outpatient treatment for four weeks. The physician reported that the sepsis resolved and that the patient is doing well.